Event description:
The customer reported that her blood glucose reached 300 mg/dl (with the continuous glucose monitor) less than 36 hours after the pod was activated. She also stated that there was a delay in the cannula insertion process.

Manufacturer narrative:
The product was not returned for eval. We are unable to confirm the reported needle mechanism malfunction (late deployment) or determine the root cause. Qualification records were reviewed and the product lot met all acceptance criteria.